Event description:
It was reported that the tubing was separated from the y-site on a vented paclitaxel set. This was observed before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation, however the evaluation has not yet begun. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.